Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.

Event description:
Customer reports severe hypoglycemic symptoms with a result of 69 mg/dl obtained on the mobile system. His wife was not able to treat him, and called for assistance. An unspecified time later the customer was treated with sugar and jam, and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device however, the test cassette was not returned.